Event description:
Css console #2 began to draw air from the primary air tank while connected to hosp wall air. The pt was switched to a backup css console. There was no pt impact. This alleged malfunction poses a low risk to the pt because, it would not prevent the css console from performing its life-sustaining functions, and redundant system performance was not affected. Css console #2 will be returned to syncarida for eval, and the results of the investigation will be provided in a supplemental MDR.